Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the tubing from the active exhalation control module to the active port was found to be blocked. The device's tubing was replaced to address the issue.